Manufacturer narrative:
The customer¿s report that a female luer cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 6.569mm. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed; leaking from the crack was observed. The root cause of the leak was a crack on the female luer. The cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the female luer of the IV tubing was noted to be cracked and leaked. There was no patient harm.